Event description:
Patient discharged home with continuous infusion ambulatory pump with chemotherapy to infuse over 46 hours. Both pump and infusion bag secured in portable carry case at time of discharge by trained personnel. Patient called hospital infusion suite shortly after discharge to report fluid leak from carry case. Patient returned to infusion suite with pump and case. Case opened by nurse who found chemotherapy bag empty which was properly still secured in case. The phaseal infusion adapter dislodged from infusion bag causing the leakage.======================manufacturer response for phaseal infusion adapter, phaseal (per site reporter)======================the representative will report to maunfacturer who will try to replicate failure. Representative has offered inservice training which will be offered and provided to hospital nursing and pharmacy staff.